Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.